Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and decreased and increased impedance. It was noted that the patient experienced bradycardia and heart block. The rv lead remains in use. No further patient complications have been reported as a result of this event.